Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified by the customer to be related to a loose power connector. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600 locked up during a procedure and lost power. The system was reinitialized and the procedure completed. There was no adverse pt involvement reported. All pt information reported has been recorded above.